Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
This is an international report received through baxter's after hours call service. It was reported that the homechoice (hc) machine sounded system error (se) 2044. The home patient (hp) was connected to the machine. The nurse did not start over with new supplies. There was patient involvement but no clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). This report of a use error, reuse of single use supplies was confirmed; however, a cause as to why the nurse didn't follow proper steps could not be determined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.